Event description:
Spontaneous call from patient¿s mom. Patient installed cartridge and received no cartridge message. Patient attempted to reinstall cartridge. Could not. Pump would also not go back to home screen. Did this reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by patient/caregiver. Strength: 2.5 mg/ml remodulin. Dose or amount: 59.50 nkm, frequency: continous infusion, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.